Event description:
The customer reported that the button ruptured inside the patient and came out of the body.

Manufacturer narrative:
Based on the information available to us, we were able to confirm the event, and determined that the balloon ruptured. A corrective action was opened with the supplier to further investigate this issue. All information received will be used for further tracking and trending purposes. Corrected the text in section b5 as the sentence was cut off inadvertently on the initial report.

Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
The customer reported that the button ruptured inside the patient and came out of th.